Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: please explain how, ¿1cm of the staple line from the proximal end was not stapled properly.¿ this is not clear. Did the device start to fire, but the jammed? No, the device was fully fired. If the device fired and the staples were deployed, were staples missing from the staple line? No information. What was the shape of the deployed staples (b-formation, irregular, legs straight)? No information.

Event description:
It was reported that during an open sigmoidectomy, about 1cm of the staple line from the proximal end was not stapled properly at the second firing. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n57h22. Packaging lot n4md06 the analysis results found that the tlc55 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.